Event description:
It was reported by the patient that the pod's ink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was bent. The patient describes the site being painful and red. The blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to b5 from "it was reported by the patient that the pod's ink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was bent. The patient describes the site being painful and red. The blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours." To "it was reported by the patient that the pod's ink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was coming out the infusion site (abdomen) and was noted that the cannula was bent. The patient describes the site being painful and red. It was stated that the pod was also leaking insulin. The blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours." H6 medical device problem code added a050401 and a0512. H6 component code added g04105. From "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms." To "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms."

Event description:
It was reported by the patient that the pod's ink slide did not move forward indicating a needle mechanism failure. It was also reported that the cannula was coming out the infusion site (abdomen) and was noted that the cannula was bent. The patient describes the site being painful and red. It was stated that the pod was also leaking insulin. The blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours.